Manufacturer narrative:
Jan. 29, 2016 10:29 am (gmt-5:00) added by (B)(6): a field service technician (fst) authorized by maquet evaluated the device and found that a plastic washer at the lamp cover was deteriorated due to aging. This failure allowed the knob to dislodge from its position. He replaced the washer with a new one and returned the device to service. The prismalix series maintenance program includes a verification that the lamp cover opens and closes correctly. The fst reported that this device is not under maintenance contract. No maintenance history is available for this device.

Event description:
The local distributor reported that a top cover knob suddenly came off of the light during a surgery and fell into the clean field. No injuries were reported. (B)(4).